Event description:
Procedure type: distal pancreatectomy. According to the reporter: at the first firing, malformed staples were found on the end of staple line and tissue was sutured manually. There was oozing and tissue damage. No add'l tissue loss. Nothing fell into cavity. Pt is under observation. Operating room time was not extended more than 30 minutes. Tissue was slightly thick and hard.

Manufacturer narrative:
(B)(4).